Event description:
The iab leaked. Blood was noted in the catheter. The iab was not returned to datascope for eval. The iab was discarded by the facility. Event complications: none fromt he event reported 10/29/96. Pt's current status: unk rpt'd 10/29/96.